Event description:
It was reported that the 6800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The floppy disk was re-installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.